Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery error and frozen display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about critical pump error alarm, pump error 35 alarm and a frozen screen anomaly. Device received with critical pump error (open book image) after battery insertion. The crest software was loaded with the trace downloader bin file and the unit did not go into the join network screen. The history download was unsuccessful since unit could not get into the join network screen. The crest software was utilized again using the xtest bin file and the unit was able to get into the production menu screen. The bootloader trace was downloaded using thus software with the bootloader trace successful. Unable to determine an alarm related to critical pump error due to download anomaly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error. Unable to verify pump error 35 or frozen screen anomaly due to critical pump error. The bootloader traces were successful and confirmed critical pump error alarmed 15 times. Swapped pcba2 with a test pcba2 with the unit booting up properly. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, cracked battery tube area, cracked battery tube threads and scratched case. Corrosion on force sensor assembly, moisture damage on motor assembly and moisture damage on pcba1 noted during visual inspection of the electronics. Unable to confirm frozen screen or pump error 35 due to critical pump error. Confirmed critical pump error and unable to download due to moisture damage on pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.